Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown that the reamers are rusted. The rust can easily be removed mechanically. This is a clear indication that the rust consists of contact corrosion. This is a normal wear mark. A review of the device history record revealed that the device was manufactured within accordance to its specifications and no complaint related issues were found.

Event description:
It was reported that the device contained rust on reamer heads. This is report 1 of 1 for complaint (B)(4).